Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the anchor and suture strings are on the insertion device. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. A clinical review states that the photo of the device provided was unclear. Based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix screw was fractured. All the broken pieces were removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the initial bone hole. No further complications were reported.